Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the front te pad due to the te pad rubbing. The patient's physician ended use of the lifevest. Follow-up indicated that the rash had healed.